Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "on (B)(6) 2026, the patient had an indication for continuous blood purification due to hypernatremia. For the purpose of blood purification therapy, a temporary hemodialysis catheter was placed for the patient under local anesthesia using a disposable double-lumen hemodialysis catheter kit on (B)(6) 2026. During the catheterization procedure, the guidewire became deformed and subsequently bifurcated, resulting in failure to implant the temporary hemodialysis catheter. To facilitate successful catheter implantation, a central venous catheter kit was opened, and the guidewire from this kit was used, following which the temporary hemodialysis catheter was placed smoothly. After confirmed with the customer. No harm for the patient. The patient condition is fine. No medical intervention was required. They changed a new one to resolve the issue."

Event description:
It was reported that: "(B)(6) 2026, the patient had an indication for continuous blood purification due to hypernatremia. For the purpose of blood purification therapy, a temporary hemodialysis catheter was placed for the patient under local anesthesia using a disposable double-lumen hemodialysis catheter kit on (B)(6) 2026. During the catheterization procedure, the guidewire became deformed and subsequently bifurcated, resulting in failure to implant the temporary hemodialysis catheter. To facilitate successful catheter implantation, a central venous catheter kit was opened, and the guidewire from this kit was used, following which the temporary hemodialysis catheter was placed smoothly. After confirmed with the customer. No harm for the patient. The patient condition is fine. No medical intervention was required. They changed a new one to resolve the issue."

Manufacturer narrative:
(B)(4).